Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that bilateral patient underwent left knee total arthroplasty on (B)(6), 2014. Subsequently, patient alleged instability and limited mobility. Subsequently, the patient was revised on (B)(6), 2015 due to instability. During the procedure, the bearing and locking bar were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that bilateral patient underwent left knee total arthroplasty on (B)(6) 2014. Subsequently, patient alleged instability and limited mobility. Subsequently, the patient was revised on (B)(6) 2015 due to instability. During the procedure, the bearing and locking bar were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted moderate synovitis and no wear on the explanted bearing during the (B)(6) 2015 procedure. A synovectomy and posterior cruciate ligament recession were performed during the revision. The patient reported experiencing pain and "implant catches" after revision.